Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported that she received her cortisone injection and her blood glucose level was high. Customer's blood glucose level was 599 mg/dl. The customer treated her high blood glucose level with a 5 unit bolus. However, they noticed that the insulin pump had not deliver the bolus. The device was not returned.